Event description:
Received a realize lapband in 2009. Went through all the pre required classes at the weight management center for 1 1/2 years prior to surgery, also my work required 6 months counseling. So, I know what is required of me. I am on my 7th fill and I am at 9cc's. I started out and the first month after surgery, I have maintained that weight for 7 months. I do not gain or lose. The capacity of this band by the manufacture is 9cc's, and so far has not reached any of its potential. The doctor's office is telling me that it can be overfilled, however, I am reading that if this burst, the insurance will not pay to fix it. If it goes over the 9cc's, it just does not work at 9cc's. I though it was doing a little something but not as it should in any way. When I go back this month, I will be overfilled and it has me worried. I had to ask to have a barium swallow done seven months later at 81/2cc's, it seems each visit you are told a different excuse instead of trying to reach sound advise or tests to find a cause for this. When I went to my appointment, the doctor said, the barium results showed the band was in place but too loose. So he filled me to the 9cc's. I am not sure what is going on but it needs to be looked into it is such a failure there is a huge problem getting this to function correctly. I feel it deflates over time.